Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently displayed a battery depletion (bd) code. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.